Manufacturer narrative:
(B)(4). This report of peritonitis was not confirmed. A batch review was conducted on potentially associated lot (h11i07086) and no issues were found related to the reported condition during the manufacture of this lot. The root cause of this report was undetermined.

Manufacturer narrative:
(B)(4). This is report 4 of 4 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
During a follow up call on an unrelated issue the patient reported having peritonitis 4 days ago. The patient had notified their registered nurse (rn), and was not sure whether it was related to their therapy. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis nurse regarding the event of peritonitis. The nurse confirmed the date of the diagnosis of the peritonitis as (B)(6) 2012. She reported the patient was not hospitalized. The nurse declined to provide any further details. Follow up information was obtained by global pharmacovigulence on (B)(6) 2012. On (B)(6) 2012, the patient presented to the peritoneal dialysis (pd) clinic with abdominal pain, fever, and cloudy peritoneal dialysis pd effluent. Vancomycin ip (dose and frequency not reported), cipro orally (dose and frequency not reported), and diflucan orally (dose and frequency not reported) were initiated. On an unknown date in (B)(6) 2012 the events of abdominal pain, fever, and cloudy pd effluent resolved. The peritonitis was ongoing and improved. The patient remains on pd therapy. The cause of this peritonitis event was unknown and the patient received retraining for a possible break in aseptic technique.